Event description:
On (B)(6) 2011, the lay user/patient's daughter contacted lifescan (lfs) alleging that her mother was experiencing a power issue with her one touch select meter. The medical surveillance specialist (mss) spoke with the patient's daughter on (B)(4) 2011 and obtained the following information. The patient's daughter reported that the alleged issue with the subject meter began on an unspecified day, approximately 'one week' prior to contacting lfs. She stated that the patient manages her diabetes with a combination of medications (50/50 humalog, 75/25 humalog, metformin and lantus) and due to the alleged issue, on an unspecified day 'a week' prior to contacting lfs, at 12 pm, had less food and drink. The patient's reporter claims that on (B)(6) 2011, at 11 pm, after the alleged issue started she felt 'shaky, sweaty, cold and with a lot of anxiety', which she associated to symptoms of a low glucose state. Reportedly the patient's daughter stated that the patient self treated with food and drink (orange juice) on (B)(6) 2011, at 11 pm. During the initial call with customer service, the agent noted that the batteries did not need to be replaced and that she was using the correct test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k072543.

Manufacturer narrative:
(B)(4) - device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a defective capacitor. A secondary issue was noted: the meter was found to also have a dead battery. The test strips were also returned. However, testing was not performed since the alleged issue pertains to a meter issue only. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.